Event description:
Event occurred in the united states of america. Customer reported correlation issues with tni over 2 patient samples on triage cardiac panel lot t14046rn vs architect: no medical decisions were made with the results obtained on either method, they were only tested for correlation purposes only. No patient information or patient diagnosis or outcomes were provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t14046n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Manufacturing batch records for lot t14046n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.